Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with difficulty achieving complete deflation, requiring prolonged pressure on the deflation button and repeated manual compression, the patient also reported difficulty with inflation, describing that the pump bulb did not provide sufficient fluid to activate the system. Resetting techniques were attempted without improvement. There is no additional information reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100786288. Model/catalog description: reservoir flat iz 100 ml. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.